Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery partial pulmonary resection, while resecting the pulmonary parenchyma, the patient had bleeding. The purple reload fired halfway only. The staple formation was poor with 'u' shaped staples. The reload was replaced and a black reload was used. When the black reload was fired from the middle of the procedure, the knife pushed the tissue towards the tip, and stapling could not be performed. When the jaws were opened, bleeding was found. The surgery was converted to thoracotomy and ligation was performed. The patient incision was extended for 1 inch. The event resulted to prolonged surgical time for an hour and hospitalization was extended for a week.